Event description:
It was reported that during a pulsed field ablation procedure, during the catheter manipulation from the right superior pulmonary vein (rspv) to the right inferior pulmonary vein (ripv), a knot occurred in the catheter array. The catheter array also inverted and it was difficult to steer the catheter. Attempts were made to remove the knot in the array while the catheter was within the left atrium without resolution. There was difficulty retracting the catheter into the sheath. The catheter and sheath were replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 10fcc13 (lot: 0012705581); product type: 0629-flexcath sheath product ID psg100; product type: 3294-generator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012693142 and data files were returned and analyzed. No log files were received. An image was received showing a catheter spiral array knotted and inverted, lot and serial number could not be read. Visual inspection was carried out. The catheter was received with a guide wire threaded through and did not exit the tip; the guide was removed with no issue. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the electrode(s) was observed to be displaced, an exposed electrode wire was observed, an inverted array was observed, a knotted array was observed, the proximal end of nitinol array wire was observed to be dislodged from dual lumen, the guidewire lumen was observed to be kinked from the distal tip. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Catheter to sheath compatibility testing was unable to be carried out due to the damaged array. Verification of steering mechanisms were carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanisms were carried out. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the spiral array segment, an exposed electrode wire was observed. During inspection of the spiral array segment, the proximal end of nitinol array wire was observed to be completely dislodged from the dual lumen. No anomalies were identified during inspection of the shaft segment. The steering wires, shaft, dual lumen and guide wire lumen were intact. No anomalies were identified during inspection of the handle segment sub-assembly. In conclusion, the steering issues were not reproduced. The catheter failed the return product inspection due to a knotted array, exposed electrode wires, array inversion, nitinol wires dislodged from dual lumen, displaced electrodes and a kinked guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.